Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise was observed. Noise was not reproduced. Patient was referred to an ep physician for replacement/recommendation.